Event description:
The infusion nurse connected an infusomat space low absorbtion set to a b braun 0.9% sodium chloride 100ml bag mixed with abatacept. When she released the roller clamp to prime the tubing the tubing came off the bag and the medication spilled on the floor. The medication did not contain chemotherapy. The nurse could not figure out whether the problem was with the IV solution bag or the tubing. She noticed that the spike was loose when she tried to respike the bag to check. After obtaining a new medication bag and new tubing there was no recurrence of the incident.